Event description:
It was reported that a scheduled review of device data noted an isolated atrial undersensed beat on the most recent left ventricular automatic threshold (lvat) electrogram (egm). Lead trend data showed atrial amplitudes varying from 1.4mv to 5.5mv. Additionally, right atrial automatic threshold (raat) test has been unsuccessful for over one year due to the previously reported noise. No noise was identified on stored egms. This device and the associated competitive atrial lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).